Manufacturer narrative:
The investigation has determined that higher than expected vitros ipth2 results were obtained from two levels of non-vitros biorad lot 88750 quality controls and two different patient correlation samples using vitros immunodiagnostics products ipth2 calibrator kit, lot 0330 tested on a vitros 5600 integrated system. The assignable cause of the event was a suboptimal calibration event. The higher than expected results were generated from a new reagent lot, from calibration curve 8940. Cal curve 8940 signals were atypically lower than the peer signals. A performance issue with vitros ipth2 reagent lot 0330 and the vitros 5600 integrated system did not likely contribute to the event. Since vitros ipth2 reagent lot 0330 was a new reagent lot, there was no historic quality controls. However, acceptable vitros ipth reagent lot 0330 performance was obtained after calibration using an alternate set of vitros ipth2 calibrators. Therefore, it is unlikely a reagent or instrument related performance issue contributed to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ipth2 reagent lot 0330. The customer stated the set of vitros ipth2 lot 0330 calibrators were reconstituted using a fixed volume pipette. No additional information was provided. Therefore, it is unknown if the calibrators were handled properly and improper fluid handling protocol cannot be ruled out as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros ipth2 results obtained from two levels of non-vitros biorad lot 88750 quality controls and two different patient correlation samples using vitros immunodiagnostics products ipth2 calibrators, lot 0330 tested on a vitros 5600 integrated system. Biorad l1 vitros ipth2 results of 41.5, 40.4, 39.8 and 41.1 ng/ml vs. The expected vitros ipth2 baseline mean result of 30.29 ng/ml. Biorad l2 vitros ipth2 results of 636.4, 633.9, 643.3 and 648.7 ng/ml vs. The expected vitros ipth2 baseline mean result of 461.89 ng/ml patient correlation sample 1 vitros ipth2 result of 100.7 ng/ml vs. The expected vitros ipth2 result of 74.2 ng/ml. Patient correlation sample 2 vitros ipth2 result of 153.5 ng/ml vs. The expected vitros ipth2 result of 113.5 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were obtained from correlation samples that were not reported outside of the laboratory or from non-patient quality control samples. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).